Manufacturer narrative:
(B)(4). Date sent 1/6/2025. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak addressed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robotic sigmoid colectomy procedure that when the leak test was done bubbles were seen. A second device was used and again there were bubbles found after the second leak test. With both firings the audible "crunch" was heard and the donuts were intact. There were difficulties removing both devices that were not normal. Patient suffers from diverticulitis. Surgeon finished the case by giving the patient a temporary colostomy.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2025. Additional information was requested, and the following was obtained: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak addressed? Indications were almost perforated bowel from diverticulitis. Unsure of chemo or radiation, but the removal was not due to cancer or a mass. The only issues with the device was that it was hard for the surgeon to remove the device once it had been fired. Although, donuts were complete, there were still leaks during the leak test. It was the first assist that fired the device, how she had done many times and is very experienced with. The orange indicator was in the middle of the green. We heard the washer break both times, the donuts were complete and there was a green check mark on the devices. The surgeon is the one who removed it from the patient and did the two counterclockwise rotations and then fishtailed it out. Although, trying to fishtail it out where the surgeon really struggled. After talking with the surgeon, he does believe it could be from his technique of how he was inserting the anvil head and using the triple staple technique to get it seated. He also said it could be that the patient¿s tissue was very friable. The staple line was not looked at endoscopically during the procedure. After the two leaks the surgeon resorted to a colostomy bag.